Event description:
The physician attempted to treat an extremely calcified mid circumflex lesion via femoral access. The lesion was easily crossed with a floppy wire, and predilation was performed using 2.5 and 3.0 non-complaint (nc) balloons. The physician then attempted to advance a 3.0 shockwave balloon (MDR# 3015053858-2025-00104) across the lesion, assisted by a guideliner without success. No resistance was felt while advancing the catheter over the guidewire or through the sheath. The device failed to cross the lesion, prompting the physician to apply significant force in an attempt to do so. During this attempt, approximately 6 inches of the proximal shaft of the shockwave balloon broke in half in the physician's hands while trying to advance it. The balloon was removed without harm to the patient. Subsequently, a 3.0 wolverine balloon was used to attempt pre-dilation, but crossing the lesion remained unsuccessful. A second shockwave balloon (2.5mm) was advanced and failed to cross the lesion (MDR# 3015053858-2025-00105). At some point during the procedure, likely when the 3.0 nc balloon was inflated, a small controlled dissection occurred. The dissection was not classified by the physician during the procedure, leaving its grade unspecified, and it was left untreated. It was decided that the patient may require an atherectomy in the future. The procedure was abandoned without success or stent placement. Shockwave c2+ coronary intravascular (ivl) lithotripsy was not administered due to the inability of both balloons to cross the lesion. The patient's follow-up status and whether they returned for additional intervention remain unknown.

Manufacturer narrative:
The subject device was returned for investigation and inspected. This reported failure of unable to cross lesion is a known failure mode that is well understood. The reported failure of failure to cross lesion is a known failure mode with a low probability of occurrence. Contributing factors could include tortuous anatomy, a tight lesion, and/or a blockage in the vessel. However, the exact cause of the inability to cross lesion in contribution to the vessel dissection cannot be definitively determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.